Manufacturer narrative:
As reported in the exoseal vascular closure device (vcd) post market surveillance survey, respondent 4 indicated an inability to use the device successfully, stating, ¿the device failed to deploy¿. This respondent additionally reported vascular complications, a hematoma, and a pseudoaneurysm. Regarding the vascular complications, it was stated, "one had to go to surgery." The hematoma had to use manual compression, and the pseudoaneurysm occurred in one case. The device was not available to be returned for analysis. A product history record (phr) review could not be performed since the product¿s lot number was not provided. The reported ¿vascular closure device (vcd) ¿ deployment difficulty ¿ unable¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the deployment failure reported. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) plug, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. A pseudoaneurysm occurring during or after any catheterization procedure is a well-known potential complication and is listed in the IFU as such. A pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery or vein into the hematoma cavity. This pouch or sac coming off the artery or vein looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall, but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. A pseudoaneurysm can develop due to any type of penetrating injury to the artery, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. The most common procedural-related risk factors associated with pseudoaneurysms are procedure type (interventional procedures tend to be longer and use larger sheath sizes, so there is more trauma to the vessel), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. Vascular complications are a known potential complication associated with any procedure in which multiple devices are introduced into the patient through an access site and closed with a closure device. Diagnostic and interventional catheterization procedures involve the introduction of the sheath, stiff guidewires, balloons, catheters, and stents, and any handling of these devices can contribute to a vascular complication. In this particular case, it is unknown what kind of vascular complication occurred, the location of the issue, or how the exoseal device contributed to the vascular complication. Treatments for vascular complications vary depending on the severity and type of issue. Some complications require no additional intervention as it can heal on its own, while some may require percutaneous treatment (like ballooning or stenting) and or surgical intervention. Without receipt of procedural films, none of the reported adverse events could be confirmed. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. Additionally stated in the IFU, ¿if hemostasis has not occurred, continue applying light manual pressure to achieve hemostasis.¿ per post procedure patient management, the IFU states, ¿observe that the puncture site is dry when light, non-occlusive pressure is released. Apply an appropriate sterile dressing to the puncture site. Assess the insertion site, as per hospital protocol. Ensure that the site remains clean and dry.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported events could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported in the exoseal vascular closure device (vcd) post market surveillance survey, respondent 4 indicated an inability to use device successfully stating ¿the device failed to deploy¿. This respondent additionally reported vascular complications, hematoma, and pseudoaneurysm. Regarding the vascular complications, it was stated "one had to go to surgery." The hematoma had to use manual compression, and the pseudoaneurysm occurred in one case. The device will not be returning for evaluation.